Event description:
On (B)(6) 2023 - a physician prescribed supartz fx to left knee for osteoarthritis once a week for 3 weeks. On (B)(6) 2023 - the (B)(6) year-old male patient deceased.

Manufacturer narrative:
This is a definitive report. The initial report was sent to the us sale partner on (B)(6) 2024 via fax from the pharmacy. During the communication on case reconciliation, the lapse in communication regarding this event was found on october 8, 2024. The sales partner did not report the event to us because they assessed as "event not related to treatment as the injection took place almost a year prior to the event". The reported pharmacy did not comment their causality as a health professional position. The injection physician office phone follow-ups failed over three times. Manufacturer therefore determined this event as reportable even though it is insufficient information. Given the time course, it is unlikely considered that there was a direct relationship between the event and the therapy using supartz fx. Based on the result of investigation for lot# 4x3d11, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring.